Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.

Event description:
The jetstream g3 was advanced to treat a moderately calcified 10 cm lesion located in the superficial femoral artery (sfa). A slight dissection, non-flow limiting, was noted post jetstream treatment and treated with a balloon with a successful outcome.